Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Tandem technical support pulled logs indicating that the pump battery was depleting normally. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg.